Manufacturer narrative:
Additional information was provided by the customer that medication loss was noted due to the leak at the swan ganz catheter insertion site. As stated previously, an internal jugular central catheter was placed in order to deliver inotropic therapy. Details such as patient demographics, patient co-morbidities, and patient diagnosis were requested but not provided. No patient injury was noted. It has been confirmed that the device is not available for evaluation as it was discarded at the facility.

Manufacturer narrative:
This information was received from a voluntary medwatch report from the user facility. Additional information regarding this issue has not been able to be obtained. If additional information is obtained, supplemental report will be sent. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In this event, it is unknown whether user or procedural factors played a role in the catheter leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported, in a voluntary medwatch report, that during use, the patient notified the rn of a "wet arm". The rn assessed the pulmonary artery catheter site, and a small leak was noted at the catheter insertion site. The clinician decided that the catheter would be changed the next day so the central venous pressure port was clamped and re-dressed in an attempt to control the leak. After continued leaking, an internal jugular was placed for medication administration until a new catheter could be placed. Multiple attempts for additional information and product return have been made. Upon receipt of additional information a supplemental report will be submitted.